Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was explanted and was replaced with new device. Patient had problem with lead fractures. Attempt to obtain additional pertinent information was unsuccessful. No additional adverse patient effects were reported.